Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "nurse found one of her pumps and all 3 channels read "system error." The error code was 255-4-275. The channels were still infusing, however, nothing could be altered on the pump. The nurse called other team members to bring a new pump and medication by medication replace what was running m the old pump to the new pump." An incomplete date of event of (B)(6) 2020 was provided.